Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device confirmed the reported premature deployment. Based on visual inspection and functional testing there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Additionally, the xpert instructions for use (IFU) states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. Also, the IFU states: the safety and effectiveness of this device for use in the vascular system have not been established. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a tibial-peroneal trunk stenting procedure, the xpert stent prematurely deployed in the 6 french (6f) sheath prior to reaching the lesion. Reportedly, the vessel was not tortuous and there was no resistance met during advancement. The sheath was removed with the prematurely deployed xpert stent inside the sheath. There was no adverse sequela or a clinically significant delay in procedure reported. The lesion was successfully stented with another device. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) biliary stent used in a peripheral vessel. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.